Manufacturer narrative:
The solitaire stent reportedly remains in the patient and the remainder has not been returned for evaluation; product analysis could not be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of solitaire 4x40 separation. It was reported that during the procedure, the solitaire 4x40 was used for 2 or 3 passes in the m1/m2 juncture. After removing the solitaire device, the tech noticed the stent was not attached to the push wire (proximal marker). The physician then did an angio and realized the stent was located and open in the m1/m2 juncture. The right mca was occluded (m1/m2). The patient has experienced a hemorrhagic bleed and has been discharged to hospice. The anatomy was reported to have been minimal in tortuosity.